Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review: release date: 3/22/2016. Released quantity was 352,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6061564 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the syringe 1ml s/t w/ndl 21x1 rb needle pulled out of the hub before use. The following information was provided by the initial reporter: "consumer stated he currently uses the 1 ml tuberculin syringe and when removing the needle cap the needle comes off with it. Stated the needle cap seems to be on ultra tight and the needle is "snug" but not on tight."